Event description:
It was reported that during preparation, for a percutaneous transluminal coronary angioplasty (ptca) coronary stenting treatment procedure, stent damage was observed on the 3.50x24mm liberte bare. The device was not loaded on the wire. There was no pt contact. The procedure was successfully completed with another 3.50x24mm liberte bare stent.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.